Manufacturer narrative:
No lot number was provided. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) unpackaged sample was received for evaluation. The sample returned by the customer contained one syringe and a purple tip cap separate from the syringe. It was noted that the tip cap provided was not a component of the syringe as a tip cap is not applied during manufacturing or packaging. Visual inspection of the sample was performed. A dried white colored substance was observed on the inside of the syringe on the face of the rubber tip. This substance was most likely remnants of the solution that was in the syringe when the tip broke off. Inspection of the enfit tip found that it was broken off near the base of the barrel face and the enfit tip was found to be inside the purple tip cap returned with the sample. The outside of the syringe was tacky to the touch. A root cause analysis was performed with no root cause identified. A most likely root cause was identified to be user technique. The user may have applied unnecessary force to the enfit tip when connecting the tip cap or trying to remove the tip cap. This root cause is likely as the use of the enfit tip cap appears to be directly associated with the breakage of the tip. The reported customer complaint is confirmed. A root cause could not be determined. A most likely root cause was identified to be user technique. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the tip of the enfit 60 ml syringe broke off while it was being inserted into a medfusion syringe pump.